Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing effective stimulation. However, the patient is experiencing unintended abdominal stimulation. An sjm representative programmed the scs system, but was unable to resolve the issue. Surgical intervention has been planned to address the issue.